Manufacturer narrative:
Citation: sachin nair et al. The use of the neutrophil-lymphocyte ratio and platelet-lymphocyte ratio in predicting transcatheter aortic valve implantation mortality. Heart lung circ dec;33(12):1680-1687. 2024. 10.1016/j.hlc.2024.07.006. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding use of the neutrophil-lymphocyte ratio and platelet-lymphocyte ratio in predicting transcatheter aortic valve implantation mortality. The study population included 367 patients who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 105 patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: systemic inflammation and intervention for valve replacement. No further information was provided pertaining to medtronic products.